Manufacturer narrative:
The sensor involved in this event was discarded by the customer. However, another sensor sample was provided by the customer for evaluation. The returned sensor passed all testing including a visual evaluation, continuing testing, and skin temperature verification. The returned sensor was confirmed to be functioning as designed. The customer indicated that the sensor was being assessed every 8 hours. A product labeling review was conducted which included reviewing the directions for use (dfu). The user facility was contacted and appropriate instructions and clarification was provided and to ensure the proper use of the device is clearly understood. Information masimo received indicated the patient's pressure ulcer healed.

Event description:
It was reported that the sensor is causing pressure ulcer on infant while the sensor was in use.